Manufacturer narrative:
No product will be returned per customer. The customer complaint of leaking at the connection closest to male luer could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the extension set at the connection closest to the male luer. The user states they connect them to the patient's central venous access as a port for medications during pheresis procedures. No patient harm reported.